Event description:
Caller reported a malfunction on the pump, specifically identifying malf 0 as the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer expressed interest in obtaining an out-of-warranty loaner pump. Technical support resolved to replace the pump.